Event description:
Reporter indicated that a vns dell x5 computer with version 8.1 software was continually freezing at the "interrogation successful" screen for an unknown amount of time. Troubleshooting with the computer noted the "screen freezing" would occur for 10-15 seconds at a time only. The computer will not be returned at this time.

Event description:
The handheld computer and flashcard were returned to the manufacturer on (B)(6) 2013 for analysis. An analysis was performed on the handheld computer. No anomalies associated with the handheld computer were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.